Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a post implant check, this pacemaker exhibited loss of capture and high out of range pacing impedances greater than 2000 ohms. A chest x-ray revealed that the lead was not fully inserted into the device. A revision surgery was performed and an attempt was made to fix the connection problem. During the revision, it was discovered that the set screws were not tightening down properly. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A visual inspection of the device noted the set screw had been removed from the device and was still attached to a white hex wrench. The set screw was removed from the end of the wrench for further analysis. High powered visual inspection noted the hex hole in the set screw was rounded out, indicating a hex wrench may not have been completely inserted into the set screw before turning the wrench. It was concluded that such damage to the set screw was induced. The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.